Event description:
Pt was revised from cta hemiarthroplasty to reverse total shoulder due to instability and pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both the reported part and lot number combinations. Provided info states the pt was revised due to instability and pain; revised to a reverse shoulder. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.